Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, while trying to the remove device from the plastic holder, the catheter broke apart at proximal shaft, just next to the hub. The procedure was completed without complication or intervention.